Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 1 month after the dental implant was installed in patient's maxile, it was verified its non- osseointegration. The 10 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.